Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injures and or symptoms include erosion of vaginal wall, painful sexual intercourse, rectocele, chronic pain, and infections.